Event description:
The user facility reported a 79-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient had an impella 5.5 implanted and on insertion of the 5.5 there were concerns that the impella was directed down the descending aorta. Staff tried to fix the positioning and the impella was attempted to be removed however, there was a lot of resistance. While pulling impella 5.5 out of the peel away sheath, the wire was noted to be looping around the wire coming out of the outlet almost in a knot. With force applied to pull the impella out, the doctor detached the catheter off of the impella 5.5 leaving the motor housing sticking out of the 23f peel away sheath. With clamps, they held onto the motor and outlet and pulled the pump out of the graft. During this process, the graft sutures tore away from the innominate causing severe bleeding. Graft was removed and innominate was repaired. After repairing innominate artery, decision was made to place patient on iabp for support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. Section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance.

Manufacturer narrative:
The investigation for the product damage, positioning issue, and vascular damage has been completed. The product was returned and evaluated. The motor housing was detached from the pump catheter with signs of excessive force as described in the clinical details. There was evidence of extreme stretching of the catheter found near the motor housing. The guidewire was kinked and left strung through the motor housing in the returned product. There was also some coil unraveling found on the guidewire. The root cause of the product damage was use related. ¿the root cause of the positioning issues was use related. ¿the root cause of the vascular damage was use related. Added- d9 device return date, h6 impact code 4627, 4642 b1-selected product problem d4-corrected model number.

Manufacturer narrative:
Based on the investigation findings delivery issue was an added failure mode. The root cause of delivery issue was due to use issue as previously reported in manufacturer device report number 1220648-2024-13109-1. G1 reporting contact email revised on manufacturer device report 1220648-2024-13109 in accordance with updated procedures. H6 medical device problem code 1316 was inadvertently omitted on manufacturer device report number 1220648-2024-13109-1. H10 investigation results incomplete on manufacturer device report number 1220648-2024-13109-1.